Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that they messed up the patient¿s first implantable neurostimulator (ins). This occurred (B)(4) 2013. They tore the ligament out of the spine and the wires came out. They went over into the patients sub tissue. The patients first ins stuck out of their back and that was why they had issues. The first ins was sticking out and it stuck out right after surgery. They had to remove it and put it back in. The second ins was put in on (B)(6) 2014. Information regarding cause of event and patient outcome after removal has been requested. If additional information is received, a follow-up report will be sent.